Event description:
Consumer called to report meter reading very low followed by a high reading within minutes. Analysis run on consensus error grid (ceg) using mean readings (86) as reference point vs. Bd readings (33, 205, 20) yielded data points in the c range of the grid, outside of acceptable limits.